Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured and results indicated no abnormalities. The length of the coated portion of the cutting wire and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the result of confirmation of the device, and the result of past similar complaint investigation, a likely mechanism causing the cutting wire breakage might be the following. However, the exact cause could not be determined. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. - it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The event can be detected/prevented by following the instructions for use which state: - "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. - when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. - do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. - if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopic retrograde cholangiopancreatography (ercp), when the papillotome was being used to complete the sphincterotomy, and as soon as the electro scalpel was used, the blade of the papillotome broke. A second papillotome (subject device), of the same model and same batch, was used and the blade broke again. The procedure was completed using a papillotome from another company. There was a slight delay of 5-10 minutes while changing out the devices. The broken piece did not fall inside the patient. There was no report of patient or user harm associated with this event. The product was reportedly inspected prior to use, and no problems were detected. Event 2 of 2: this report is being submitted for the issue with the second papillotome device (single use 3-lumen sphincterotome v), on the medwatch with patient identifier (B)(6) the issue with the first papillotome device was reported under the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The customer returned only one of the two devices to olympus for evaluation. The physical device evaluation of the returned device and the investigation are still in-progress. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Device manufacture date: the subject device was manufactured in july 2022, based on the 3-digit lot information that was provided. Therefore, the date of july 1, 2022, was used.